Event description:
It was reported that prior to use, the intubation cuff of emg tube was leaking and 5ml (cc) syringe and not exceeding 25 cmh2o air was used to inflate the endotracheal tube cuff and the cuff was found to be leaking upon opening the packaging. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device was returned in a large plastic sleeve (non-original packaging). Upon return, there were no traces of contamination observed on the device. It was observed that wire harness was wrapped around the tube when returned. A syringe was used to inject 15cc of air into the cuff, and the cuff was observed to deflate slowly. Furthermore, the cuff was submerged under the water for leak observation, and leakage was observed coming from the cuff. There was a small puncture located in the middle of the cuff. The device failed due to defective condition upon return and the inability to inflate. H6: fdm b21, fdr c21 and img g04134 codes are no longer available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.